Event description:
No information how the failure occurs and which instrument of the kit was used. The instrument stuck in the sinus and is still in it. The patient is in good physical condition, an additional surgery is planned for (B)(6) 2021. Possible instruments that were used (based on a x-ray picture): ref: hm162sx-314-014 lot: b73250. Ref: hm254le-314-012 lot: b79519. Ref: hm408m-316-016 lot: b79819. Device is not yet accessible for testing.